Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03195. It was reported by the physician that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were explanted and replaced. Postoperatively, effective therapy was restored.